Event description:
Blood glucose measured hi, 151 mg/dl, and 327 mg/dl during back to back testing all performed within 10 minutes of each other. It was reported customer did not have high or low glucose symptoms. No medical attention was sought or received reportedly. A request was made for the return of the supsect device and replacement product was sent.